Event description:
It was reported that during an open sigmoidectomy, an unexpected noise like a cracking sound of a plastic was heard when the firing handle was grasped. Then, the device could not be removed. When the adjusting knob was rotated in a counterclockwise direction to open, it was found that the target tissues (colon and rectum) were not anastomosed. There were unformed staples (legs were a little bent) inside the staple pockets. The target tissue had been resected with an echelon device (gold cartridge) before the device was used. The anvil was properly attached before closing. There was no unexpected resistance in closing the device and the target tissues were not thick. The indicator was within the green zone at the time of firing. Although the firing handle was fully grasped, the sound of cutting the washer was not heard. The target tissues were not cut completely and the donuts were not formed. The site was resected again with an endocutter device (gold cartridge) and another like device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).after firing was the adjusting knob turned ½ to ¾ revolution? -yes. Was the device rotated 90 degrees in both direction to ensure the anvil was free from the tissue? -yes. What was the condition of the tissue? ¿it was not thick and appropriate tissue. Who fired the device? ¿the surgeon. Who removed the device? ¿the surgeon. Was the safety reset prior to removal? ¿the information was not provided from the hospital. Was the person who used the device trained? ¿yes.

Manufacturer narrative:
(B)(4). The analysis results found that one was received in good visual condition. The breakaway washer was present and uncut; the device was received with 13 staples which were partially formed, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs when as it might not click into place, this or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Detailed instructions are provided in the instructions for use for device removal. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).